Event description:
It was reported that the customer had low blood glucose during the weekend. The mother stated that the paramedics were called. The mother also stated that the customer's doctor had changed the basals to a higher amount. The paramedics treated the customer's blood glucose with glucacon tablets. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.